Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user who stated that the leg of the walker broke causing the end user to fall and break her foot. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.